Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application iphone se with ios 16.6.1 for app version 2.10.2.7677. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone and ios16.1, app version 2.10.2.7677. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted to changes in glucose levels and experienced hypoglycemia and a loss of consciousness; however, the customer was able to self-treat with "glucozade" upon regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone and ios16.1. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted to changes in glucose levels and experienced hypoglycemia and a loss of consciousness; however, the customer was able to self-treat with "glucozade" upon regaining consciousness. No further treatment was indicated. There was no report of death or permanent injury associated with this event.